Event description:
It was reported that the patient experiencing presyncope presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.